Event description:
It was reported that during a stenting treatment procedure a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). A kinetix guide wire was advanced to the lesion and a dissection was noticed. The physician kept the wire in the lesion and placed a pt2 guide wire along side of it. The physician then placed several promus stents in the lesion, successfully treating the dissection. No additional patient complications were reported with the patient's current condition listed as "okay".

Manufacturer narrative:
(B)(4). Testing was performed using an in-house file kit of architect ca 19-9 xr lot 79344m100 and an architect ca 19-9 xr panel set. Validity and acceptance criteria were met. All replicates of the panel were within the acceptable range. Customer complaint data was reviewed and no adverse trends were identified. The architect ca 19-9 xr package insert was reviewed and was found to adequately address the issue. Information from the warning statement and the limitations of procedure section of the package insert was communicated to the customer to assist them in their evaluation of patient results. The investigation did not identify a product deficiency.

Manufacturer narrative:
(B) (4). This report is being filed on an international product, list number 2k91-26 that has a similar product distributed in the u.s., list number 2k91-27. This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect ca19-9xr assay has generated a false elevated result on a patient sample. The account provided a history of the patient's ca19-9 results; (B) (6) 2010, ca19-9 = 591.62 u/ml, (B) (6) 2010, ca19-9= 664.7 u/ml, (B) (6) 2010, ca19-9 = 53.74 u/ml, (B) (6) 2010, ca19-9= 12.01 u/ml. Additional tests were performed, angiography, MRI and positron emission tomography (pet) tests were all negative.